Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: this was previously reported as an injury due to doctor reprogramming of lead impedance alert from 100 ohms to a higher value of 160 ohms. The impedance alert threshold is a monitoring feature for therapy pathway continuity and does not affect device therapy so updated to malfunction. Hospital updated to (B)(4) . Source type code updated to health professional. Patient outcome also corrected from intervention to other and updated event description to state that lead still in use. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded maximum svc defib impedance ranged between 59 ohms and 87 ohms between (B)(4) 2009 and (B)(4) 2010. The impedance measurement on (B)(4) 2010 of 101 ohms is outside this range. The patient alert triggered on (B)(4) 2010 due to "out of tolerance subthreshold lead impedance." Since the 101 ohms exceeded the programmed threshold of 100 ohms.

Event description:
It was reported that a patient alert for high impedance, above 100 ohms, on the defibrillation lead's svc coil occurred. This was reproduced upon respiration. The patient alert was reprogrammed to sound when impedances exceed 160 ohms. No further alerts have occurred as of (B)(6) 2010. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient alert for high impedance, above 100 ohms, on the defibrillation lead's svc coil occurred. This was reproduced upon respiration. The patient alert was reprogrammed to sound when impedances exceed 160 ohms. No further alerts have occurred as of (B)(6), 2010. There were no patient complications reported as a result of this event.